Event description:
It was reported that the patient experienced high blood glucose due to bent cannula event on (B)(6) 2026. The high blood glucose had been high for one to two hours and was treated with insulin via pump. The infusion set had been in use for one day and the insertion site was leg.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.